Event description:
Intl customer reported that the drain collapsed and failed to drain following a laparotomy. The initial reporter was not able to advise the outcome of this event once the pt was transferred out of the operating room. There are no indications that the drain was explanted or exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.